Manufacturer narrative:
(B)(4): undercorrected vision. Device currently not marketed in the us. An amo authorized representative evaluated the system at the customer location and found that the customer had changed the lane length of the manifest refraction device (mr) but did not update the lane length in the idesign to correspond with the change. Field service corrected the settings in the idesign to match the mr. Instructions were provided to the customer by the amo clinical development manager stressing the importance of following the protocol for matching the mr with idesign scan and to use the recommended nomogram. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with an over corrected vision treatment in each eye. The patient's best corrected visual acuity was 6/9 (20/30) in each eye.